Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 20-jan-2023. H.6. Investigation summary: bd received one (1) sample and one (1) customer return for review and analysis. The customer photo and returned sample confirm foreign matter within the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "before use, foreign bodies in tube were found in the tube."

Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) customer photo was received for review and analysis. The customer photo confirms that there is foreign matter within the tube. Therefore, bd is able to confirm the customer reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "before use, foreign bodies in tube were found in the tube."